Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 where the ipg was replaced to address the issue.

Manufacturer narrative:
The date of event is estimated. Further information requested, not yet received.

Event description:
It was reported that following an unrelated surgical procedure, the ipg became unable to communicate with external devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Weight information requested, not received.